Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of feeling unwell. The right ventricular (rv) lead exhibited noise, increased sensing integrity counts (sic), and erratic threshold and sensing measurements. A lead fracture is suspected. Additionally the implantable pulse generator (ipg) contained a grommet/setscrew problem which may have contributed to a connection issue. Both the ipg and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.